Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/1 of their automated peritoneal dialysis therapy. Reportedly, the home pt had initiated the initial drain cycle prior to connecting their transfer set to the pt line of the homechoice set. After receiving the alarm pt connected themselves to the setup. Baxter's technical service center assisted the home pt in ending therapy early. However, the home pt started and completed a new therapy session using the same supplies. No pt injury or medical intervention was associated with this incident per the home pt.